Event description:
This lead was removed and replaced due to a lead fracture. Impedance readings were around 1900-2000 and threshold readings were 4.0 at .75 ms. There were no adverse events reported for the pt. The hospital retained the device. Should additional info be received, this file will be updated.